Event description:
The lay reporter/daughter contacted lfs in 2009 alleging a redo check message on her mother's one touch basic enhanced meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter for the pt to contact lfs to obtain further clinical information. The following information was based on the initial call that was placed to lfs. The reporter mentioned that her mother had been obtaining a redo check on her meter. The reporter mentioned that for that past 3 months, her mother's hba1c results have been elevated. The pt did not seek any medical attention or contact her physician due to the reported issue. Since the pt was unable to obtain a reading, she increased her dosage of oral medication. It was documented that the pt exhibited symptoms; however, there is no information on what type of symptom she experienced. She did not seek any medical attention or receive any treatment. While troubleshooting, the customer care advocate (cca) noted that the pt was using another MFR's test strips with the lfs meter. No further clinical information was provided. It would have been helpful to know when the issue began, if the pt continued to take her usual dosage of oral medication on a regular basis due to the reported issue, what type of symptoms the pt experienced and when she decided to increase the oral dosage and why. The products were replaced. The complaint is being reported since the pt alleged that she was unable to obtain a reading do to the redo check message, increased her dosage of medication and ended up exhibiting symptoms.

Manufacturer narrative:
Pt was using non-lfs test strips. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.